Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. We were unable to verify missing segments/partial display due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display customer's blood glucose at time of incident was 5.1mmol/l. The customer stated pump was exposed to water during the strong rain. Customer was advised to revert to backup plan and we will replace the pump.